Manufacturer narrative:
Maquet cardiovascular us sales llc submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). The sample is being requested. The sample is pending return/eval. Items marked ni are unk to us at this time. MFR reference number: (B)(4). Uf/importer reference number: (B)(4).

Event description:
While on cpb the ccp decided to connect the dialysis lock and valve port of the quadrox-I to the hemoconcentrator- he attached the (B)(4) adapter vkmo/line to the valve port with a swift turn-and-press motion, however the roberts clamp was closed- the result was spray of blood and a pulsating backflow of air into the oxygenator and out of the arterial outlet side. The bubble detector alarmed and shut the pump off- the ccp overrode the bubble detector, reset the pump and as forward flow began, the same situation happened. This happened 3 more times, finally they used the rotaflow hand-crank, for approx 1-2 mins and set the pump in a free mode to override the alarms and shut-off. (B)(4).